Manufacturer narrative:
The insulin pump was received with an unexpected intermittent beep alarm followed by a constant flashing of the medtronic logo, problem isolated to electronic board. Unable to perform functional test or confirm missing segments/partial display due to display anomaly. The insulin pump was received with minor scratched lcd window, scratched casing and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.